Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that while in total primary hip case, the window trial was stripped. Went to screw onto impactor and threads were stripped. Opened another tray and used.

Manufacturer narrative:
An event regarding stripped threads involving a omnifit acetabular trial was reported. The event was not confirmed. The device was not returned for inspection. A review of medical records was not performed as none were provided. No further information was requested as it is not believed the failure was related to patient factors. Device history review could not be performed as the manufacturing lot code was not reported. The exact root cause could not be determined as the complaint device was not returned for evaluation. The omnifit acetabular window trial family was redesigned to reduce the number of stripping incidents; based on the reported catalog number the complaint device was manufactured prior to implementation of the design change. Corrected data: lot # changed to unknown.

Event description:
It was reported that while in total primary hip case, the window trial was stripped. Went to screw onto impactor and threads were stripped. Opened another tray and used.